Event description:
Patient's mother reported there is a black segment in the middle of the display of the pump. Mother stated some of the data on the display can be misunderstood. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).